Manufacturer narrative:
The technician replaced the casters to repair the bed.

Event description:
Info received indicates all of the casters continue to swivel when in brake but the caster wheels do not roll.